Event description:
It was reported to boston scientific corporation in 2008, that a leveen coaccess electrode system was used during a radio frequency ablation procedure in the liver on ten days earlier. According to the complainant, a "metal attachment" (needle guide) was used with the leveen coaccess electrode and the "... Insulation was peeled off. The patient had a burn with pyopoiesis." Despite numerous attempts to ascertain additional information, the patient's condition, the extent of the burn, and any required medical treatment remain unknown.

Manufacturer narrative:
Visual examination of the returned device confirmed that the introducer insulation was damaged (see figure 1, page 3). The electrode cannula and introducer were both bent and the introducer insulation was noted to be either wrinkled or peeled in four different areas. Bare metal was exposed in two of these damaged areas. A functional evaluation of the electrode revealed that it actuated without issue, and was electrically conductive. Based on the visual examination, a probable root cause of the malfunction is due to the device being bent during insertion through the needle guide, which subsequently damaged the introducer insulation. The device history record of the reported lot was reviewed, no anomalies were noted. A search of the complaint database did not reveal any additional complaints reported for the same lot.